Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that an overdischarge was suspected. A physician mode recharge (pmr) was not performed. It was not known if there was a prior overdischarge. There were no symptoms or complications associated with this event. It was noted that the patient had an upcoming appointment. Additional information stated an overdischarge was confirmed due to not recharging the device. It was stated a physician mode recharge (pmr) was performed and was unsuccessful. It was noted an x-ray was taken and a replacement/revision was scheduled for 2013 (B)(6). At the time of report, the patient was not receiving effective therapy.

Event description:
Follow up information reported that the patient did not have surgery this month and has not been rescheduled. If additional information is received, a follow up report will be sent.